Event description:
Reporter alleged blood glucose measured 455 mg/dl back to back with a result of 239 mg/dl performed within a minute of each other. It was reported customer did not have high or low glucose symptoms however was late when taking her oral diabetes medication as well as when having breakfast. No actions were taken and no treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.